Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible fracture. It was also reported that the device reached elective replacement indicator (eri) and during routine device change out there was high impedance on the device. The ra lead was capped. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).